Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion below the knee. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the pinhole balloon rupture occured. Subsequently, the device was simply pulled out from the patient. The procedure was completed with another of the same device. Patient was good post procedure.